Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: customer can not connect the transmitter to the insulin pump. Customer stated that she got the error and she has been trying to link the cgm but when she does it triggers the pump error 53 and she had to reprogram the time and date and reset the reservoir. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed displacement test and self test. Insulin pump was programmed with test guardian 3 link and test plug simulator. Insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and insulin pump display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensors feature and auto mode connection are working properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 15 and 53 alarms were recorded on (B)(6) 2021. During download review, pump error 53 alarm confirm in (adapt). File ID=709 line ID=1216. Pump error 15 alarm confirm in (adapt). File ID=662 line ID=149. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause due to invalid pointer/corrupted data. Per r&d investigation it was determine that pump error 15 was cause but a previous occurrence of pump error 53 causing corrupted data/invalid pointers. Problem isolated to electronic assemblies. No physical damage noted during visual inspection. In conclusion pump error 53 and 15 were recorded in download history files. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.